Manufacturer narrative:
The customer investigated their network, associated hardware and the xhibit telemetry receivers. The biomed confirmed that the xtr did not reboot once power was returned. It was also confirmed that the issue had been resolved. While it was confirmed that the issue was resolved, the cause of the failure to reboot could not be determined. Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer reported that while monitoring telemetry patients they experienced a power outage. Following the power outage, the telemetry patients failed to return to the central monitor. There was no patient or user harm associated with this event.